Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reportedly, the ipg could not connect to the patient's controller. As such, a company representative met with the patient and was able to connect to the patient's ipg, which resolved the issue.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.